Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate, and the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.